Manufacturer narrative:
Ous MDR. The mechanical performance of the lad under complaint was scrutinized. With regard to the perforation as mentioned in the complaint description, the analysis did not show any deviations from the specifications. In particular, the lead's contact pressure per unit area with in specification. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. Per incident report from another country, a lead perforation has been reported. The date of incident and the implant/explant dates were not reported.